Event description:
Upon dispensing, it was noticed that bd posiflush 0.9 percent sodium chloride injection, usp, 5 ml prefilled flush syringe did not have plunger. Mfg: bd, lot: 7317821, exp: 10/31/2020; ndc # (B)(4).